Event description:
Alleged event: the catheter balloon had to be deflated with a tool via the urethra while the child was sedated. It was reported that there were no complications for the patient and the patient's condition is fine.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specifications. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.